Manufacturer narrative:
The reported event for failure to capture was confirmed. As received, a partial lead was returned in two pieces. Visual inspection of the lead found full breach degradation adjacent to the connector boot. Electrical testing did not find any indication of conductor fractures. Portion b failed the hi-pot test due to insulation damage consistent with procedure damage. The cause of the reported event was due to full breach degradation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for follow-up on an unknown date. Upon review, the right ventricular lead exhibited a loss of capture. The lead was capped and replaced on (B)(6) 2019. The patient¿s condition post procedure was stable.